Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer experienced an elevated blood glucose (bg) level with moderate ketones. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. Reportedly, the customer was not correctly filling the cartridges. Tandem technical support guided the customer through properly changing the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.